Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the clinic after a lead integrity alert was triggered. The right ventricular (rv) lead exh ibited noise, high impedance, and contained a possible fracture. The lead was explanted and replaced. The replacement lead was damaged during the implant procedure. Additionally, the procedure caused perforation of the patient's vein. The lead was removed and the patient was stablized using a balloon catheter. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. (B)(4).